Event description:
Boston scientific received information that this right atrial (ra) lead exhibited unstable sensing, and the pacing threshold measurements could not be measured. An x-ray was performed, which confirmed the ra lead was dislodged. The lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead is not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.